Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient was having skin reaction around the flange. There was redness and inflammation. The customer changed back to previous material.